Manufacturer narrative:
"Since this event resulted in a serious injury, it is reportable per 21cfr part 803. This MDR is being submitted as a part of a retrospective review and remediation effort based on enhancements and harmonization made to the company's complaint handling processes. There is no change to device performance or to the device risk profile. A CAPA (2023-487) has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. This retrospective review includes the date range of 05/17/2021 through 05/31/2024."

Event description:
The patient reported going to the orthodontist and got an invisalign because they said that the aligners don't fit, and when they do fit, they were making their teeth more crooked. The patient went to the orthodontist and got invisalign because they were also experiencing some discomfort.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.